Event description:
A surgeon reported a postoperative surprise following intraocular lens (iol) implant surgery. He stated the patient has 1.75 diopters of hyperopia which may be due to the formula he used. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).